Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the imaging window was detached and twisted, the drive shaft was broken and there was imaging core windup. Microscope inspection revealed no damage on the distal tip or guidewire exit port assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
Reportable based on device analysis completed on (B)(6). 2024. The opticross hd imaging catheter was returned without any allegation of a device issue. However, device analysis revealed that the imaging window was detached.